Event description:
End user reports sitting in the unsecured stationary motorized wheelchair while on a van lift platform. End user reports the lift stopped and the motorized wheelchair moved backwards and fell off the lift. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair.

Event description:
End user reports sitting in unsecured stationary motorized wheelchair while on a van lift platform. End user reports the lift stopped and the motorized wheelchair moved backwards and fell off the lift. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user reports sitting in the unsecured motorized wheelchair while on a van lift platform. Hoveround's owner's manual warns end users, "to reduce chance of serious injury or death due to a fall from the seat, do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint."